Event description:
It was reported that during a upgrade procedure, a left ventricular lead was attempted but not used due to movement of the lead andphrenic nerve stimulation in the target vessel. A different model lead was attempted and but dislodgment occurred before and after slitting. A different model lead was used to complete the procedure. No patient complications have been reported as a result of thisevent.

Manufacturer narrative:
Product event summary:the full lead was returned, analyzed, and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed, and the tip seal on the distal electrode of the lead showed evidence of blood ingression.

Event description:
It was reported that during a upgrade procedure, a left ventricular lead was attempted but not used due to movement of the lead and phrenic nerve stimulation in the target vessel. A different model lead was attempted and but dislodgment occurred before and after slitting. A different model lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4076 implantable pacing lead (B)(6) 2009; 6947 implantable tachy lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.